Manufacturer narrative:
This is one event for the same patient involving two separate products. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and the following day experienced another sudden cardiac event and expired on that same day. The event is further alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.